Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for the product family of convenience kits and the failure mode of "air in system." No adverse trends were identified. Visual inspection of the returned sample showed that the four-way stopcock male slip that was bonded to the check valve of the fluid delivery set/waste bag component was broken off, and remained inside the check valve. The bond between the male slip of the stopcock that was broken off inside the check valve was clear and secure. The bond between the reflux valve and the four-way stopcock female fitting was also clear and secure. Leak testing was performed, per our procedures, on this bond site, and it did not leak. No other damage was noted to the device. The end user's complaint of air bubbles could not be confirmed due to the condition in which the sample was returned. The sample does not, however, appear to have any manufacturing defects. A possible root cause of the broken bond may be that the end user inadvertently broke the bonded connection by flexing the bond back and forth ((B)(4)). Navilyst medical manufacturing process controls for bonding include procedures and precautions to ensure that all bonds are performed correctly and result in clear, secure bonds. Additionally, in-process verifications are performed to check for cloudy bonds, voids in the bond areas, and excess bonding agent. (B)(4).

Event description:
As reported by end user hospital, during preparation of the navilyst convenience kit, bubbles were "forming at or around the stopcock or proximal valve to syringe upon aspiration." No air was injected and there was no patient injury. The used devices were returned to navilyst medical for evaluation.